Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to low pacing lead impedance. The patient was asymptomatic and was in good condition pre and post procedure.